Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected the reservoirs, snap-cap, and septum for anomalies and none were found. Ran the occlusion test and no occlusion was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose around 400 mg/dl. The customer stated that they found that the site was bleeding. The customer also reported that they received no delivery during fill tubing. The customer's blood glucose was 357 mg/dl at the time of incident. Troubleshooting was done. The customer was able to get the insulin to come out after changing the reservoir. The customer stated that the insulin pump did not alarm no delivery alarm after troubleshooting. The customer was advised that the no delivery alarm was resolved by changing the reservoir. The reservoir will be returned for analysis.